Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the blood detector came off the wall of the unit and was prohibiting movement of the probe which made the probe wash leak diluent during probe cleaning. The fse replaced the blood detector to free up the probe. The fse also noted that 60 psi was low. The fse adjusted 60 psi and verified operation. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the coulter hmx hematology analyzer with autoloader leaked about 5 cc of fluid around the blood sampling valve (bsv) during start-up cycle. The customer stated the differential (diff) background was failing and the instrument was giving compressor pressure error. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) included lab coat and gloves. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.